Event description:
It was reported that patient experienced a lack of therapeutic effect (vomiting) after having a "wand" passed over them in a courtroom. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the event was the patient being wanded with a metal detector at the local courthouse. There was not a specific device being attributed to the event. The patient experienced increased bloating as a result of the event. There were no abnormal impedance measures. The device was reprogrammed on (B)(6) 2012 to 10. No hospitalization or surgical intervention was required. The patient outcome was reported as no injury. It was noted that they were awaiting to see if the parameter changes improved the patient outcome.

Manufacturer narrative:
Lead: model 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: na.